Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that lead warnings triggered on the right ventricular (rv) lead for high pacing impedance and low pacing impedance just below, the programmed threshold. The rv lead remains in use and the physician will continue to monitor the lead via remote monitoring. No patient complications have been reported as a result of this event.